Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported there was a drop of blood coming through the hose and the connector. The customer checked the location of the leak and then realized that the straps were completely loose. The customer proceeded to put the straps back on. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there were other packs with loose ties. The customer stated that the ties came out loose in the other packs but the customer was checking for precaution and put one more tie. There was no air bubbles observed in the circuit. The blood count was not counted regarding patient blood loss. There was no transfusion required. The customer took a little longer to organize the tubing in order to use the device.

Manufacturer narrative:
Medtronic received additional information that the customer has decided to put more restraints to ensure his safety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.